Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not responding to new battery. Blood glucose level was unknown. The customer was also reported that insulin pump alerted low battery and subsequently replace battery now alarm even after using several new batteries. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms or low batter alarms noted during testing. (B)(4).